Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h4, h6, h10. Device identifier (B)(4). The device was returned for evaluation. A detailed evaluation and functional testing of the returned product confirmed the reported complaint. The handle is not locking properly. This will cause the 6in transitional to move while in locked position and will affect the intended function of the device. Further evaluation showed that the carrier pins have moved inward causing an obstruction with the cam rod. The position shock cushion has change which will affect the easy insertion of the transitional. The 1/4in pin and shock cushion are worn and the finishing cap is loose worn. The observed conditions is likely caused by wear and tear / improperly handling . The definite root cause cannot be reliably determined. The device exceeds its expected life of 7 years (manufactured on 2009).

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the shock cushion on the a2101 mayfield ultra base unit was slipping and the gold locking handle does not lock securely in place. There was no known patient contact or delay in surgery.